Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified, striated opening on anterior, opening crease smooth on posterior. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage. And an opening crease smooth on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.